Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that locking screws wouldn't interface with the distal fibula plate. Another plate was used and procedure was completed successfully. Rep reported that there was a 10 minute surgical delay and that there were no other adverse affects to the patient.